Event description:
A report was received that the patient will undergo a pocket revision procedure due to patient losing weight. The patient's ipg is moving in the pocket. The physician does not believe that the weight loss is device related.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg pocket revision. The patient is doing well following the revision.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to patient losing weight. The patient's ipg is moving in the pocket. The physician does not believe that the weight loss is device related.